Event description:
It was reported that the patient did not tighten the connection and experienced a disconnection between the heater bag and the heater line. This occurred during the initial drain of peritoneal dialysis therapy. The patient said that there is no damage to the connection and that they just did not twist/tighten the connection enough, causing the disconnection. The patient disconnected and the technical service representative instructed to cycle the power on the device to end of therapy. The patient was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient did not tighten the connection and the heater bag separated from the heater line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.